Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported some keys were not working, which was reproduced. Evaluation observed that the keypad ok, 0, 8, 9 keys did not have response and keypad malfunction. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some keys on a spectrum pump keypad were not working. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.